Event description:
The catheter had been in place about 2 weeks. During removal on 7/26/97, the nurse had all but 2" of a 14" long catheter out when resistance was met. Heat was applied to the patients arm for about 3 hours and the patient's arm was repositioned, but the catheter could not be pulled out. The catheter was surgically removed on 7/28/97.